Event description:
Complainant alleged that the clinicians were setting up the device in preparation to monitoring the pt (age and gender unk), but although there was an initial screen display when they turned the device on, the display then went blank. The clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.